Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: in this case, it is possible that a buildup of procedural contaminants (blood, contrast) on the guide wire resulted in the reported difficult to position and the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement and detachment of a device component were confirmed. The reported failure to advance and difficulty to position could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position, difficulty to remove and stent dislodgement. However, the reported shaft detachment appears to be related to circumstances of the procedure as it is likely the interaction between the device and guide wire during the handling and/or manipulation of the device caused the reported separation of a device component (shaft). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified lesion in the right coronary artery. Pre-dilatation was successfully performed with two balloon dilatation catheters advanced over a non-abbott guide wire. A 2.50x15mm xience sierra stent delivery system (sds) was being backloaded onto the guide wire; however, the sds became stuck after it was advanced some centimeters, before reaching the patient's anatomy. An attempt to remove the sds from the guide wire was made, but resistance was felt. The shaft of the sds separated and the stent dislodged from the balloon. The sds and the guide wire were removed as one unit. The procedure was successfully completed with a new guide wire and a non-abbott sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.